Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic due to their device toning. The right ventricular (rv) lead had noise and high pacing impedance. The patient was sent to the emergency room. The device was programmed off and the patient was placed on telemetry with defibrillator pads on. The patient was transferred to another facility. The rv lead was explanted and replaced. It was noted that the patient is a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was fractured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.